Event description:
The customer reported that there was a generator error message. The system shuts down when this occurs. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was identified as being defective. No conclusions can be drawn as further repair info is unavailable at this time.